Event description:
Patient was receiving IV infusion via alaris pump and the channel failed. The staff removed the channel and reconnected it to ensure it was connected correctly. The pcu screen stated channel error. The channel was removed from service and sent to biomed. The channel was not infusion a critical life-saving medication at the time.